Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 5-oct-2016, a medtronic representative went to the site to test the equipment. The mobile view station (mvs) computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The mobile view station (mvs) server computer was returned to the manufacturer for analysis, and a computer failure mode was confirmed during testing. The cmos battery voltage was found to be depleted.

Event description:
A medtronic representative reported that the imaging system¿s mobile view station (mvs) computer was not booting up. No patient was present during this event, so no patient demographics are applicable.